Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of explant was (B)(6) 2021, and the device were discarded. Corresponding field(s) have been updated on this form accordingly. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3505355bc; serial number (B)(6) on the right side, and catalog number 3505480bc; serial number (B)(6) on the left side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right generalized illness including infection in gastro intestinal, feeling sick. (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent revision breast augmentation with a 425cc mentor smooth round spectrum on the left side, and with unknown size unknown saline implant on the right side and experienced generalized illness including infection in gastro intestinal, feeling sick, and breast implant deflation on her left side confirmed via mammogram. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient's right-sided device.